Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported foreign material (unspecified) was observed in two 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was manufactured from april 11, 2019 - april 12, 2019. Two (2) devices were received for evaluation. A visual inspection was performed, and it was observed that there was dark foreign matter at the fill port connector thread of sample 1 and white foreign matter on the inside of the bag of sample 2. The particles were isolated from the samples and analyzed using micro-fourier transform infrared spectroscopy (ftir). The ftir analysis of sample 1 was inconclusive. For sample 2, the particle was identified as acrylonitrile butadiene styrene copolymer using micro-ftir. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.